Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced a blood glucose (bg) level of 565mg/dl at its highest and moderate levels of ketones. The customer administered manual injections to address the bg levels. The customer was able to resolve the occlusion alarms by either resuming insulin delivery or changing out their supplies and then resuming insulin delivery. No troubleshooting was performed as the customer was not currently experiencing an occlusion alarm. The customer reported that the pump would continue to be used for insulin therapy and had manual injections as back up.